Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Bg was addressed by customer's husband administering a manual injection due to the customer feeling too sick to administer the injection. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.